Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n (B)(6), revealed recharge antenna failure and no device found message x 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is approximate. Month and year confirmed as valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial#: (B)(6), UDI#: (B)(4); product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported their recharger was not working for the 2021 implant and the issue began about 2 weeks ago. During the call patient denied damages on the recharger and controller charging port. Patient reset the controller and plugged the recharger. Patient kept getting 0/0/0 on passive recharge then the recharger was getting hot like it was burning. Agent advised patient to unplug the recharger. The issue was not resolved. An email was sent to the repair department to replace the recharger.